Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. The complaint regarding the fenestrated bipolar forceps instruments was found with defective insulation was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to a component failure.

Event description:
It was reported that during a da vinci assisted surgical procedure, the fenestrated bipolar forceps instrument was found with defective conductor wire insulation. Instrument was replaced to the backup. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the insulation on the fenestrated bipolar forceps instrument conductor wire was "defective." The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.